Manufacturer narrative:
No product was returned for eval. Review device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info rec'd the cause for the event could not be conclusively determined, however, the physician stated an iliac dissection was the cause for the event.